Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, high threshold was observed. Diagnostic imaging was performed and revealed the right ventricular lead was dislocated. The right ventricle lead was explanted and replaced to resolve the event and the patient was in stable condition.